Event description:
It is reported that an emergency release pin broke off and migrated away from a sternal plate. A small incision was made to remove the pin and insert a new one. Patient initially complained of a bulge in his chest. He previously underwent a transverse sternotomy in order to receive a lung transplant. A CT showed that the sternal plate had come apart, so the surgeon made an approximately three to four inch incision and discovered that the pin had completely migrated from the plate. The surgeon removed the pin and implanted a new one. There is a tab that secures the pin to the plate which was missing from the pin. The surgeon decided it would be more harmful to search for the tab inside the patient than it would be to leave it implanted, so the tab was not retrieved. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The complaint is determined to be invalid based on the device history record review. Placeholder.